Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-10154- device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown infusion set. It was reported that patient experienced the blockage is in the tubing. Also, mentioned that alarm occurring about two to three times in the past two to three weeks. The infusion set was not used for more than 48 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.